Manufacturer narrative:
The company representative examined the system and confirmed the system message - loose tip, reported. The company representative replaced the ultrasonic (u/s) controller printed circuit board (pcb). The system was then tested and met all product specifications. A u/s controller pcb was returned and a visual assessment of the returned sample did not reveal any visual nonconformities. The u/s controller pcb was tested and passed all testing. The customer reported system message could not be replicated. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. This root cause cannot be determined. The root cause is unk at this time. (B)(4).

Event description:
A customer reported a loose tip advisory displayed during a procedure. The system was exchanged to complete the case. There was no harm to the pt.